Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer's current blood glucose was 152 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as go to the bathroom a lot and thirsty. The customer treated with the visit to emergency room and manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the performed high pressure test and the test was passed. Customer stated that the cannula was not bent. Customer states the drive support cap appears normal. Troubleshooting was done for high blood glucose and under delivery. Customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement accuracy, off no power, a21 error and self tests. The stop current and run current measurement tests were within specification. The pump uploaded properly using carelink. The pump had cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip. The test p-cap and reservoir did lock in place in the reservoir compartment.